Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Bearing revision due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient had a dislocation due to a fall causing the mcl to stretch. Subsequently, the patient had a bearing revision.

Manufacturer narrative:
(B)(4). Concomitant medical products: the following are associated devices and remain implanted: oxf twin-peg cmntd fem lg PMA, item # 161470, lot # 610870; oxf uni tib tray sz d lm PMA, item # 154724, lot # 602920. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Bearing revision due to unknown reason.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient had a dislocation due to a fall causing the mcl to stretch. Subsequently, the patient had a bearing revision.